Manufacturer narrative:
Device was evaluated by the field svc rep. The smoke evacuation filter needed to be replaced.

Event description:
It was reported that during a gyn procedure, there was smoke seen at the smoke evacuator tubing. The unit was replaced with another one and the procedure was completed. There were no adverse consequences related to this event.